Manufacturer narrative:
P-cap locked in place properly during testing. Reservoir tube was functioning properly. Unit was tested with a water filled reservoir and no water leakage was noted. Reservoir retainer ring was not damaged. Unit received with battery tube threads - cracked, cracked case (battery tube), cracked case on battery side, scratched case, stained keypad overlay and cracked keypad overlay at select button. In summary, customer allegations for cosmetic damages were not confirmed when reservoir tube did not leak during testing of unit and no damages on reservoir retainer ring were noted. Water filled reservoir did not leak and was able to lock in place properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leaks, reservoir unable to lock into place, retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-397a, mmt-397a, mmt-397a, mmt-1780kl. Customer reported an infusion set leak at the site. Customer reported physical damage to the retainer ring on the pump. Reservoir is unable to lock into place. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. No product return is required for mmt-397a. No product return is required for mmt-397a. No product return is required for mmt-397a. No product return is required for mmt-397a. Mmt-1780kl was requested and the device was returned.